Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for testing of actual/suspected device: code c070603 - the device was returned for evaluation and the evaluation found that approximately 4 cm of the sheath leading end was kinked. Additionally, approximately 50 cm of the sheath ID coil had unspooled and the sheath leading end with marker band had separated. This observation is consistent with the reported information. The device evaluation confirmed the sheath leading end and marker band had detached from the sheath. The root cause of the complaint could not be identified with the available information. H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c070603. H.6. Investigation conclusions: code d16 updated to code d15.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment using a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. The dsf was used in the patient's right groin. It was reported that the radiopaque tip of the introducer sheath, reported as approximately 1cm of the leading end, became separated from the trailing end and the metal coiling unraveled. It was noted that the patient had mild calcification of the access vessels. The surgeon reported that there was no obvious cause of the sheath break, no reported difficulty advancing or withdrawing the sheath, no point where the sheath was observed to become stuck, and no excessive pulling that was suspected to have contributed to the event. A cut down was performed at the patient's groin to remove the radiopaque tip. There were no further reported issues. The patient tolerated the procedure. On an unknown date following the procedure the surgeon reported that the patient was doing well.